Manufacturer narrative:
\H10: the actual devices were not available; however one (1) photograph of a sample was provided for evaluation. The photograph was visually inspected and the green pull ring cap was dislodged from the patient connector and loose in the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of four (4) amia automated pd sets were ¿off¿ or ¿comes off so easily¿ in the packaging. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.